Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 34-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was possible hemolysis. The lactate dehydrogenase (ldh) was 1,135 and the plasma free hemoglobin (pfhgb) was 30. The pump required repositioning which resolved the issue. The device was likely against the mitral apparatus for 24-48 hours prior to correcting the position. It was also reported that the patient had high fevers of 103 and was positive for pneumonia. Antibiotics were switched. Plan to extubate when the fevers are under control. The patient had a few runs of ventricular tachycardia (vt) which resolved without intervention. One week after impella insertion, the device was successfully weaned with a bridge to a left ventricular assist device (lvad). The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.3l/min as intended. Hemolysis and arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.